Manufacturer narrative:
(B)(4). It was reported in medical records that patient weighed approximately (B)(6) pounds. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03662.

Event description:
It was reported a patient underwent hip revision approximately eight years post-implantation due to aseptic failure, discomfort, elevated metal ion levels; patient was noted to have leg length discrepancy with the right longer than the left. During the procedure, white milky fluid in the joint, dark stained tissue, minimal corrosion at the taper, and well fixed shell were noted. The modular head was removed and replaced. A poly bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed through revision operative notes. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review of revision op notes dated (B)(6) 2017 states patient underwent right hip revision due to elevated metal ion levels. Surgeon found dark tissue staining was noted in the periarticular tissues consistent with metal-metal debris. The femoral head and head adapter were removed with a mallet and key elevator. The stem was noted to be well fixed and acceptably positioned. The acetabular cup was noted to be well fixed. Hip had excellent full range of motion. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the head and insert remain assembled upon receipt. The head is etched 46 while the insert is etched -3. Light scuffing and minimal debris is present inside the taper of the insert. The outer radius of the head is scratched and scuffed. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.